Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that during a procedure , it was found through imaging that all impedances were high and also the lead was fractured. Physician decided to abort the procedure. Further intervention may be pending to explant and replace the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for lead fracture/general damage could not confirmed. At receipt the penta was incomplete as well as damage beyond functional testing; consistent with explant damage.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the fractured lead was explanted and replaced. Reportedly effective therapy was restored.